Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and noticed that the alarm lights and both the paw (airway pressure) >50cmh20 and paw>20% light was on at the same time. The pf300 was hooked up and the fsr saw that the pressure was 43cmh20 and the monitor was 4cmh20. The unit was opened to remove and reset the mean pressure cable along with the alarm board cables. This fixed the issue. The pr2,3,6 and fv! Was calibrated just to make sure the unit was good to go. The unit passed the post circuit and preformance test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator is not pressurizing. At this time, there is no information regarding patient involvement associated with the reported event.